Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for cracked barrel was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of cracked barrel was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked barrel. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle customer found that there were raised cracks in the tube body of the arterial blood collection device. The following information was provided by the initial reporter. The customer stated: "when collecting arterial blood samples for patients, after opening the outer package, it was found that there were raised cracks in the tube body of the arterial blood collection device. After replacing it with a new arterial blood collection device in time, the operation was normal."